Manufacturer narrative:
H11: mrn number correction. This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-03782 for details pertinent to this event.

Event description:
It was reported that the blue connector on the suction line came off. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn xxxxxxxx-2025-00xxx for details pertinent to this event.